Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient lowered it because it was too high at 6.5 so they went to 4.3 but was not feeling anything. The patient stated they were turning it off after adjusting the stim. The patient also stated they were not using alkaline batteries and would go to the store and call back if needed. The patient called back stating it was user error and reported they had been using the stim off button after each programmer use therefore turning stim off. The patient confirmed they now have stim on. Additional information was received. Consumer reported all their ceiling fans are remote controlled. One fan you must be under the fan to turn it off. That is when they got the shock. The remote was set to 5.6. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.